Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Upon power up of the device, it was alarming 1260, which is noted to reflect a corruption of the memory of the circuit board. This confirms the reported customer complaint. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The problem source has been determined to be unknown. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received indicating that upon opening, a smiths medical cadd legacy plus pump exhibited error code lec1260. There was no patient involved in this event. No adverse effects were reported.